Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) advised the customer to perform the release bsv (blood sampling valve) function. This requires a tightening of the bsv knob then backing off the tension slightly that allow it to set it into the bsv shaft notch to lock it in place. The instrument ran without leaks or errors. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The volume of the leak was several drops and was not contained in the instrument. The customer also reported results of four samples generated an error condition of voteout (non-numeric result) for the white blood cell (wbc) count and h & h (hemoglobin & hematocrit) check failed errors. The operator was wearing gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment.